Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
It was reported that the patient presented on (B)(6) 2015, with a 60 mm abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Follow-up imaging showed that the aneurysm size appeared to be stable until aneurysm growth was visible on (B)(6) 2018 (68 mm). On (B)(6) 2020, a type ii endoleak was identified along with further aneurysm growth to 80mm. The endoleak was successfully treated with embolization on (B)(6) 2020. The patient tolerated the procedure.